Event description:
It was reported that the tip of an everest cannulated probe fractured intra-operatively and that the fractured tip remains in the patient. It was further reported that the tip remained firmly attached to the bone. The procedure was completed successfully with no surgical delay.

Event description:
It was reported that the tip of an everest cannulated probe fractured intra-operatively and that the fractured tip remains in the patient. It was further reported that the tip remained firmly attached to the bone. The procedure was completed successfully with no surgical delay.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Manufacturer narrative:
Additional data: d9, h3 h6 coding has been updated to reflect updated investigation results after the product was returned for evaluation.

Event description:
No new information.